Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6). Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the ligator head was returned. It was possible to observe that there were only five bands attached on the ligator head and these bands were partially out of their original positions. Additionally, the ligator head teeth were bent while the suture hole and some bands were slightly torn. The observed failures provide evidence of the deployment failure. No other issues with the device were noted. Based on the evaluation of the returned ligator head, these failures are likely due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and could have contributed to the reported issue. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was noted that the bands were twined together while still sealed on the shrink wrap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was noted that the bands were twined together while still sealed in the shrink wrap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.